Event description:
The customer stated that the cell-dyn 4000 generated a lower than expected hemoglobin (hgb) result of 8.92 g/dl. The patient sample was repeated on another analyzer and the hgb was 9.91 g/dl. The customer also stated that the low level hgb control was also out of range low. The suspect result was not reported.